Event description:
A report was received that the patient had discomfort at the lead site. The patient underwent lead revision wherein the physician loosened some scar tissue around the lead. The patient was doing well postoperatively.